Event description:
It was reported that the patient was implanted in (B)(6) 2021. About a year ago (B)(6) 2023), the patient started observing out of regulations (oors) in the mornings before recharging device. The right side lead only was causing the oors. Both sides were monopolar stimulation with ar. The oors could be correlated with increase in therapy level (to 6v) although that took about 4 months to manifest. Long term impedances were in normal range, very consistent, and did not show any drastic rising/falling readings. Turning therapy off/on cleared the oor state usually. They did this during the call and it cleared. It was suggested that they increase pw to 100us from 90us. Also, they could change to pr instead of ar.

Manufacturer narrative:
D6a. The implant date is an estimated date (year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.